Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017 for the previously reported noise issue. The patient was stable before during and after the procedure. The patient will be followed normally.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of the egms noted noise sensed on the v sense amp channel. The patient was brought in clinic for isometric testing and the noise could not be reproduced. The patient will continue to be monitored. Patient was stable at all times.